Event description:
On (B) (6) 2008, the patient reported that she had "more air bubble trouble than normal" today when she filled her insulin cartridge. She stated that she properly lubricates the insulin cartridge prior to use and she uses room temperature insulin. She stated that she does not reuse insulin cartridges. She was able to remove the air bubbles during the cartridge filling process. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.